Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on the product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.